Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro tissue welder was sticking in the cannula. As a result, it caused the harvester to forcefully try to manipulate the tissue welder and it would unexpectedly jump out while in the patient's leg. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).